Manufacturer narrative:
The illuminator has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis and the reported failure was confirmed. Failure analysis was unable to install unit to printed circuit assembly (pca) system because pca board was missing, no lamp module inside. The unit and fans are very dusty and had one bad fuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system showed a non-recoverable fault 297. The patient was under anesthesia and the ports were placed. The surgical team tried to restart the system, but without success. Facing this problem, they decided to convert the procedure to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the illuminator. The system was tested and verified as ready for use. Isi has received the illuminator for evaluation. As of the date of this report, the failure analysis testing has not yet been completed.